Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported issue of leak was confirmed, and the returned device analysis also observed a tear in the silicone valve inside the clip introducer housing. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was reviewed, and the investigation determined that the reported leak is a cascading effect due to torn silicone valve, however the observed torn material silicon valve appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak in the clip introducer requiring aspiration. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. While introducing the clip delivery system (cds) through the clip introducer into the hemostatic valve of the steerable guide catheter (sgc), the water level in the hemostatic valve dropped. The clip introducer was flushed; however, a leak was still noted. The clip was not implanted and the cds was removed and replaced. The same sgc was used to complete the procedure. One clip was implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.